Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and based on information provided a cause for the reported single leaflet device attachment resulting in tricuspid valve insufficiency/regurgitation cannot be determined. Tricuspid regurgitation is a known possible complication associated with triclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. A triclip was implanted successfully. There were no adverse patient effects or clinically significant delays reported. The tr was reduced to grade 2. On (B)(6) 2025, during follow-up it was determined that a single leaflet detachment (slda) had occurred. The triclip had detached from the lateral leaflet. The tr was grade 4. Due to challenging patient anatomy, no further actions were planned.